Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family found that the device met material, assembly and product specifications. The most probable root cause classification is operational context due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage occurred. The 4.5x20mm liberte' bare metal stent was crushed during preparation. The procedure was completed with another liberte' 4.5x20mm bare metal stent. No pt injuries or complications occurred. Pt's status is satisfactory.